Manufacturer narrative:
Additional information: if implanted; give date: (B)(6) 2017. If explanted; give date: the lens remains implanted. (B)(4) - unspecified surgical intervention. The patient was reported to be happy and doing very well (10/10). It was reported that the lens had not rotated as was initially reported. The patient had an unspecified surgical intervention. No further information was provided. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: during follow up, it was reported that there was a second surgical intervention to remove the filament on (B)(6) 2017. The customer no longer has the fragment. No additional information was provided. As a result of the information provided in follow up, the following fields were updated accordingly: adverse event and/or product problem: updated from product problem only to both adverse event and product problem outcomes attributed to adverse event: required intervention. (B)(4): updated from unspecified surgical intervention to secondary surgical intervention to remove the filament. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: there was no material available for investigation; however, a photo was provided. Evaluation of the image found a fiber on the edge of the lens. However, the source of the foreign material could not be determined since sample was not returned for further analysis. The product testing could not be performed as the lens remains implanted. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: a video of the procedure was provided and it was evaluated. It was difficult to evaluate the filament, however it is unlikely that a particle of the size shown in the video was coming from the pcb00 device. During manufacturing, each pcb00 device undergoes 100% visual inspection under 10x microscope. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a filament on the intraocular lens (iol). Patient involvement was reported. It is also stated on the form that the iol rotated 30 degrees in the left eye. No additional information was provided to abbott medical optics.